Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes were observed on the egm storage of the device. The episodes were due to undersensing from loss of electrode contact. Options to free up storage and programming changes were suggested. The programming changes were made. The patient condition is stable.